Event description:
The device went into a back-up mode after radiation treatment. The device was successfully reset and the doctor plans to replace the device. As of this report, the device remains implanted. If additional information is received, this report will be updated.